Event description:
Per the clinic, open circuits were noted on 6 electrodes since activation. Reprogramming attempts were made; however, the issue could not be resolved and 9 electrodes continuously closed. The patient has refused to wear the device which leads to the decision to explant the device. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.